Manufacturer narrative:
The suspect device was returned for evaluation. The investigation identified significant damage to the guidewire. No root cause was able to be confirmed. No device history record review or complaint database search were performed because no lot number was provided.

Event description:
The account alleges during a procedure the wire was stuck at the catheter tip after being pulled back into the right atrium from the left. The physician was unable to advance or withdraw the wire. Upon close examination, it seems there was a piece of fiber/plastic that had peeled off. A new device was used to complete the procedure.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.